Event description:
Following difficulty deploying the electrode array, the physician completed the scheduled novasure endometrial ablation procedure. A post hysteroscopy was performed during which "poor distention was noted" and a perforation approximately 2mm in diameter was found along the right fundus. The patient was transferred to the hospital and a laparoscopy confirmed the perforation on the right fundus measuring 2mm in diameter with no perforation. The patient was discharged home and is reported to be "doing well".

Manufacturer narrative:
Serial number not provided by the complainant. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device can not be completed. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).